Event description:
It was reported that during implantation of an intraocular lens (iol) into eye, the surgeon noticed the front haptic was kinked. The incision was enlarged to allow for removal of the iol and the lens was exchanged with a different model iol. Sutures were used to close the wound. In the surgeon's opinion, the most likely cause of event was a bad load, reporting the tech advanced the tab too fast. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device is not available for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.